Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents for potentially associated lot numbers gd895953 and gd895797 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The home patient (hp) was hospitalized on the same day as onset for the peritonitis event. The peritonitis was treated with ip (intraperitoneal) antibiotics (unspecified). The cause of the peritonitis event was unknown. Pd therapy was ongoing. On an unknown date, within the same month as the event, the patient was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.